Event description:
The pandin catheter kit's lead on the green connector has no conductivity. "When the doctor connected the cable of the green connector on the neuro-trace unit while the catheter wasd still in the needle, there was no contact. This could damage a nerve without knowing it. With unexperience people this could be irreversible".